Manufacturer narrative:
A cardioquip customer submitted photos of tubing to epidemiology for investigation. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The customer then sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Event description:
Biomed matthew panko informed cardioquip that the device has "black discoloration in the internal tubing of the device." The issue was discovered per customer, "a couple of weeks ago during the quarterly cleaning." Hpc test results were outside of cardioquip specifications.